Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's bipolar yaw pulley to be broken. Visual inspection found the yaw pulley to be broken at the distal end exposing the conductor wire. The instrument failed the electrical continuity test. The conductor cable did not touch the grips. The area that broke off was returned with the instrument and fits where the break is located. There was no material missing. The broken piece measured approximately 0.255 x 0.095. Failure analysis concluded that the broken bipolar yaw pulley may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci hysterectomy surgical procedure, a broken/frayed cable was observed on the maryland bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.